Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device was discarded at facility, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. H6: added code a0401 under medical device problem code. Code a150101 remains unchanged. H6: removed code d16 and added code d15 under investigation conclusions.

Event description:
The following information was reported to gore: on (B)(6) 2024, the patient underwent a deep vein arterialization procedure in the tibial vein, below the knee. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended to be implanted. It was reported the physician reached the target treatment site without any resistance while using an unknown introducer sheath and guidewire. When initiating deployment by pulling on the deployment line, the line broke. There was no excessive force used while pulling on the deployment line. It is unknown the cause of the broken deployment line as there was no observations of calcification or tortuous anatomy. The viabahn device was removed from the patient, no line fragments were left inside the patient. No device expansion was reported. The procedure was completed using a new viabahn device. It was reported there was no impact to the patient.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.